Event description:
While the cutting balloon was being advanced to the circumflex, the catheter's hypotube broke in two in the guide catheter. The physician was able to retrieve the distal portion by using a trapper device. No adverse consequence to the pt.